Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012, a (B)(6) year old male pt contacted zoll customer support to report that he had a persistent rash. The pt reported that his skin gets fiery red where the electrode belt cord touches his skin. He reported that under therapy electrodes (te) was fine, but his back was pimply and raw with pustules and bumps. The pt reported using several creams that were not helpful, but after removing the sys the rash began to improve. The pt ended use of the lifevest. It is unk whether the pt required med intervention. The clinical outcome of the skin irritation is unk.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin- contacting surfaces of the lifevest device as well as the blue defibrillation gel.